Event description:
The customer reported via phone call that she had issues with the display on the insulin pump. Customer's blood glucose was 189 mg/dl at the time of the incident. Customer stated that sometimes the light does not work and when she takes an easy bolus, the screen goes blank. Customer stated that the time, reservoir icon, and battery icon still appear on the home screen, but when she presses the act button, the screen goes blank. Customer stated that the pump was not dropped or bumped. Customer is using an (B)(6) aaa alkaline battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.